Event description:
It was reported that the device's forward trigger would activate slowly while in safe mode. This was discovered during a routine service visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. The primary failure mode was a deformed safety bar due to an impact. The safety bar was dented allowing the trigger to be pressed far enough to activate while in the safe mode. This failure mode may occur if the handpiece has been dropped or if something has been dropped on it. However, this cannot be confirmed. The device was repaired and returned to the customer.